Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during a case the gantry door would not open. Additional information was received. It was reported that the system was not in use and there was no patient involvement. It was also reported that the issue was that the gantry would not close.

Manufacturer narrative:
A manufacturer representative (rep) went to the site for system service. After multiple reboots the unit prompted to press m to re-home. When re-homing the machine closed the door and then stated it was ready. The machine was able to be used for two more cases before the end of day without issue. Once onsite no issues were found. As a proactive measure the rep flashed the related motion controllers firmware and re-homed the machine. They were able to perform multiple open/close cycles with no issue. The rep also extensively tested the docking feature due to having issues while onsite while attempting to move the machine. No further issues noted. If information is provided in the future, a supplemental report will be issued.